Event description:
Pt in cardiac cath lab for stent placement in a coronary artery. Dr could not advance the catheter into the area needed. Balloon and stent withdrawn. Stent became dislodged from the balloon and was found in the introducer sheath in the pt's right femoral artery. Pt was transported to a room to wait for his blood to thicken in order to remove the introducer sheath and stent. Upon removing the sheath, the stent was not present. Pt was then taken to radiology where the stent was found in the right popliteal artery and removed.